Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The user of this x-ray system is alleging that four times more radiation is being transmitted than requested by operator.